Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis: lumbar stenosis with degenerative disc disease procedure: transforaminal lumbar interbody fusion level implanted: l5-s1 it was reported that during surgery, the cage cracked once it was tamped into the disc space. The product came in contact with the patient. No patient complications were reported as a result of this event.